Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, c-section in 2010 and general anesthesia (during placement procedure). On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced inflammation ("constant inflammatory state"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("heavy menstrual bleeding") and headache ("headaches"). In 2017, the patient experienced uterine spasm ("major uterine contractions"), insomnia ("insomnia"), arthropathy ("joint problems in left hip and knee") and visual acuity reduced ("reduced visual acuity"). On an unknown date, the patient experienced vaginal haemorrhage ("spotting"). The patient was treated with surgery (removal of essure inserts on (B)(6) 2017 on laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, menorrhagia, headache, uterine spasm, insomnia, arthropathy, visual acuity reduced, inflammation and vaginal haemorrhage had resolved. The reporter provided no causality assessment for arthropathy, fatigue, headache, inflammation, insomnia, menorrhagia, pelvic pain, uterine spasm, vaginal haemorrhage and visual acuity reduced with essure. The reporter commented: the following symptoms started in (B)(6) 2016: constant pelvic pain, heavy menstrual bleeding, headaches and major fatigue. The pain and symptoms followed an unfavorable course and became very severe in (B)(6) 2017: pelvic main and major uterine contractions, incapacitating fatigue with inability to remain standing or to walk for more 15 minutes a day, insomnia due to pain, joint problems in left hip and knee and reduced visual acuity. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 3.555. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-aug-2017: EU/ca tab updated. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pelvic pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, c-section in 2010 and general anesthesia (during placement procedure). On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced inflammation ("constant inflammatory state"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("heavy menstrual bleeding") and headache ("headaches"). In 2017, the patient experienced uterine spasm ("major uterine contractions"), insomnia ("insomnia"), arthropathy ("joint problems in left hip and knee") and visual acuity reduced ("reduced visual acuity"). On an unknown date, the patient experienced vaginal haemorrhage ("spotting"). The patient was treated with surgery (removal of essure inserts on (B)(6) 2017 on laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, menorrhagia, headache, uterine spasm, insomnia, arthropathy, visual acuity reduced, inflammation and vaginal haemorrhage had resolved. The reporter provided no causality assessment for arthropathy, fatigue, headache, inflammation, insomnia, menorrhagia, pelvic pain, uterine spasm, vaginal haemorrhage and visual acuity reduced with essure. The reporter commented: the following symptoms started in (B)(6) 2016: constant pelvic pain, heavy menstrual bleeding, headaches and major fatigue. The pain and symptoms followed an unfavorable course and became very severe in (B)(6) 2017: pelvic main and major uterine contractions, incapacitating fatigue with inability to remain standing or to walk for more 15 minutes a day, insomnia due to pain, joint problems in left hip and knee and reduced visual acuity. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed (B)(4). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.